Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test and displacement test, but was received with compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 411 mg/dl, which was treated with manual injection. Customer was able to resolve no delivery with a complete set change. Customer also reported that insulin pump was cracked at reservoir compartment. Customer declined troubleshooting for high blood glucose due to due to pump replacement.